Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. A96179) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy, hysteroscopy, dilation and curettage,removal of fore) and dilation and curettage,. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia and heavy menstrual bleeding outcome was unknown. The reporter considered dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. Lot number: a96179 manufacturing date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. A96179) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy, hysteroscopy, dilation and curettage,removal of fore) and dilation and curettage,. Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, dyspareunia and heavy menstrual bleeding outcome was unknown. The reporter considered dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received-lot number and new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy, hysteroscopy, dilation and curettage, removal of fore) and dilation and curettage,. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia and heavy menstrual bleeding outcome was unknown. The reporter considered dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.